Manufacturer narrative:
G4:08jan2021. B4:18jan2021. Updated patient information and products used: 989805653961, l af541 ee lk 1, capstrap mask, lot 200329; 989805621321, ckt filter ded w/feb, lot 200609. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:03feb2021. B4:04feb2021. Upon further investigation of the incident it was indicated that the issue was with the mask and the tubing. The ventilator alarmed as it should have and the alarms cleared after the mask/ tubing were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report 31dec2020.

Event description:
It was reported that when a patient had arrived to the intensive care unit (ICU) with difficult to breath, bad sp02, high breathing rate. Was set on the v60 ventilator and immediately had a high priority alarm: patient leak high/patient disconnected. No patient harm reported. The customer checked the mask and tubing connections and there was a leak noticed next to the mask. The customer changed the tubing and mask to new ones and the device was fully operational after that. Reportedly, the patient 'got better' after that.